Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, while the mapping catheter was approaching the left superior pulmonary vein (lspv), a decrease in blood pressure was observed. Cardiac tamponade under echocardiogram was confirmed and treatment was performed. The procedure was aborted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed at least 8 injections were performed with the catheter. No product has been returned for investigation. This is a clinical issue encountered during the procedure. No product malfunction reported. In conclusion, pericardial effusion is a clinical issue encountered during the procedure. No indication of product malfunction and no product to be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.